Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was not returned thus the failure mode was not confirmed through failure analysis. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined that although there was no patient harm, the information available suggests that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2026, a 74 years old female underwent lower limb deep vein thrombectomy using stryker peripheral valscular devices. Routine thrombectomy was performed. After the thrombectomy, upon removing the sheath, the assistant found that the sheath was broken. The broken part was taken out with a curved forceps, and no further patient consequences were reported.